Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced rewind taking longer, no delivery/occlusion alarm and occluded. The customer reported no adverse event. The event involved product(s) mmt-1780kpk, mmt-396a, mmt-332a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1780kpk. No product return is required for mmt-396a. No product return is required for mmt-332a.

Manufacturer narrative:
Unit passed the self test, displacement test, rewind test. However, unit failed the prime/seating test. Unable to perform basic occlusion test, force sensor test and occlusion test due to prime/seating anomaly. Pump¿s history and trace files downloaded successfully using thus software. No delivery alarms noted in the pump history on 07/02/2024 at 18:56:56.000 during bolus. Pump was cut open to perform visual inspection and found dried insulin on the motor slide. Force sensor was measured and is within spec (24.0mv at zero offset). P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, and label damage(faded). Alleged rewind anomaly not confirmed during testing. Unable to verify insulin flow blocked alarms due to prime/fill anomaly. However, insulin flow block alarms noted in the pump history. Prime fill anomaly confirmed during testing due to dried insulin on the motor slide. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.